Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown procedure, during the procedure, "while the surgeon inserted the pedicle screw, the tip of the driver broke off inside the screw. Surgeon removed the screw and replaced it with a new one." No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic examination confirms driver tip has been broken off at an angle. This suggests the mas may not have been engaged into the instrument mas head thread, which would tend to mitigate bending stresses on the inner shaft during use. Microscopic examination of fracture surface identified significant damage. The location and angle of the fracture, in addition to the absence of evidence of torsion suggest failure due to bend stress overload.